Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater test was performed and failed. The heater would not turn on due to a blown f1 fuse on the ac distribution board. There were visual signs of thermal decomposition found on the f1 fuse on the ac distribution board during the investigation. There were no other visual discrepancies found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be the thermal decomposition sustained by the fuse on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that the liberty select cycler alarmed with a m67 fluid temperature out of range message during step 5 of setup. The fresenius technical support representative advised the patient to discontinue use of the cycler and issued a replacement. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation, evidence of thermal decomposition of a fuse located on the ac distribution board was identified.